Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-01071.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-01071. It was reported the patient experienced ineffective stimulation. Surgical intervention is planned by the physician to move the leads.